Event description:
Patient passed away [death]. Case narrative: (B)(4) is a serious spontaneous case received from a health professional via a regulatory authority in the united states. This report concerns a patient (no patient identifiers provided) who passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown dose, 1 syringe intra-articularly into left knee once a week for 3 weeks, used for unknown indication from an unknown start date to an unknown stop date. A health provider reported that the patient's daughter reported the patient had passed away on (B)(6) 2021. Cause of death was not provided. It was unknown if an autopsy was performed. The case outcome was fatal. Action taken with euflexxa was not applicable. At the time of the report, the outcome was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comment: death assessed as not related due to limited information available in the case without any details that could indicate a specified nor implied attribution of the death to euflexxa. Furthermore, the lack of information in the report precludes the assessment for a medical device incident. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw510617. 4580: insufficient information . 2993 adverse event without identified device or use problem. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.